Event description:
It was reported that a malfunction alarm occurred and the pump time was incorrect, due to a pump reset. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and customer corrected the time and insulin delivery was resumed successfully. The customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.